Event description:
It was reported that the patient was charging more than expected. They had a recharger interval of about three weeks and the patient recently, in the past week; the interval had dropped to once a week. The battery may have moved as the patient was getting 6-8 coupling boxes before and now they were getting two and sometimes able to get 5. The patient had no falls or trauma but the patient work up one morning about a week ago and were sore around the implantable neurostimulator (ins). The patient charged four times for a total of four hours and was at 75% at the end. Imaging would be ordered to see if the ins had moved. The cause of the event was that the patient had poor coupling. Impedances were taken as troubleshooting but were with normal limits, and the recharger interval was within normal limit. The patient was fine and was getting eight bars with addition of spacers. The patient was received effective therapy. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 97754, serial# (B)(4), product type recharger; product ID 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).